Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the event has been confirmed with the account. No further information was provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. The patient reported that their device still doesn't help with their pain, and they would like it explanted. No contributing factors were reported. A device explant has been planned, but not yet scheduled at this time. No further complications were reported or anticipated.